Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly fails to deliver breaths. The ventilator was returned to the manufacturer for evaluation. During the evaluation, a "service required" code was observed in the device's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator fails to deliver breaths. There was no patient harm or injury. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.